Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. Six days after event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route and frequency were not reported) for the event. At the time of this report, the peritonitis event was ongoing. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.